Manufacturer narrative:
Multiple attempts to retrieve device repair or diagnostic information have yielded no response from the customer. It is unknown if any parts or repairs have been conducted. If new information is later obtained, a supplemental report will be submitted.

Event description:
It was reported to philips by a customer that the unit had led error. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device the biomed stated the unit's check vent led failed. The rse and biomed verified error code 1105 (alarm led failed) was in the significate log a few times. The fse recommended the part power switch overlay and provide the part number and price. It is unknown if any parts or repairs have been conducted about the alleged complaint. Attempts to obtain further information are currently pending.